Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 52 mg/dl. The customer reported hypoglycemia was treated with carbs. The event involved product(s) 78893-01, mmt-431ag, mmt-342, mmt-1884. The customer manually reset the blood glucose target which had been 100 for a couple of years to 115 -125 because instinct was crashing all night long. It is pretty clear that pump is still administering basal insulin and even corrections when the blood glucose is well below 100 in the middle of the night. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for 78893-01, mmt-431ag, mmt-342. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0875 inches. No insulin delivery was suspended during testing. The thump and carelink software were utilized and downloaded trace/history files properly. The test guardian link communicates or pairs properly to the pump noted. No communication anomaly noted. The pump successfully communicated with the bg meter. The pump was unable to pair with the bg meter because sw version 6.60 and newer are no longer compatible with the bg meter, so this is an expected outcome. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. The formatted history file lists data from 02/18/2026 to 04/02/2026. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 26-mar-2024, 03-dec-2025, 03-dec-2025 and 15-jan-2026. No over delivery anomaly noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for over delivery anomaly was not confirmed. Customer alleged unable to confirmed for discrepancy between sg and bg and the insulin delivery was suspended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.